Event description:
It was reported that the insulin pump alarmed calibration error twice. The customer stated that he tried to put in the sensor and could not get the inserter off. He noted that when he pulled it off, it came out a bit and bled everywhere. The blood glucose reading was 220 mg/dl. The insulin pump also alarmed bad sensor alert. Advised the customer to remove and change out the sensor. It was found that the sensor cannula was bent at the end and almost crimped. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. The sensor passed per specifications with accurate readings and a bent cannula was found. Unable to confirm whether the customer received sensor in said condition due to the customer having returned the sensor opened/used.